Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a bruise. The patient's doctor prescribed muscle relaxers and advised the patient to remove the lifevest until she heals. There is no alleged device malfunction. Follow up was completed and the skin irritation was unchanged.